Event description:
During pci the patient had one endeavor rapid exchanged (rx) drug-eluting stent (3.50 x 18mm) deployed at mid rca. Patient also had non-medtronic product deployed to distal rca. Patient experienced slow flow and ivus confirmed insufficient expansion of non-medtronic device, post dilatation carried out with distal protection. Flow did not improve; intra-aortic balloon pump was inserted, patient was hospitalized. Approximately 1 months 2 weeks later patient expired due to acute exacerbation of interstitial pneumonia. Investigator indicated that there was no relationship with the study devices, procedure or drug.

Manufacturer narrative:
Evaluation results: inherent risk of the procedure (death and myocardial infarction).

Manufacturer narrative:
The previously reported mi occurred the same day as the index procedure and was treated with iabp and medication.